Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the implantable neurostimulator recharger (insr) was beeping, it was not charging and the desktop charger (dtc) connector pin was bent. Lastly, the rep reported that there was no therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that the desktop charger was supposed to have been returned by the patient¿s family member. A replacement desktop charger was sent to the patient and the device worked after a reset. No further complications were reported/are anticipated.